Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient¿s ins was not working/turned off. It was unknown whether or not it was due to normal battery depletion. It was also reported that the caller was unable to put the ins in MRI mode. No symptoms or complications were reported.